Event description:
A surgeon reported that during surgery to perform a scleral fixation on an intraocular lens (iol) implant, he observed receiving an incorrect suture (10.0). The iol was not inserted into the eye and the case was cancelled and rescheduled for the following day using a 9.0 suture. The surgeon is unwilling to provide additional information.

Manufacturer narrative:
No sample was returned for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Item (B)(4) is identified as the suture product identification. This item number confirms the material to be correct as a 10-0 blud monofilament polypropylene suture. Because a sample was not returned and no lot information was provided, the root cause cannot be determined. Because the root cause is unknown, no malfunctions were confirmed and no similar incidents can be identified. It is unknown why the doctor did not initially select a suture product with a 9-0 suture size instead of this 10-0 suture size. (B)(4).